Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was experiencing nausea, was diaphoretic, was ¿unable to care for herself¿, and ¿not able to respond to anybody¿. The patient¿s cgm was reading 90 mg/dl and the bg meter reading was 38 mg/dl. The patient¿s daughter treated the patient with a glucose tablet (out of necessity as the patient was unable to treat herself). The patient was not taken to the doctor or to the emergency room (ER). The patient recovered at home. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.